Event description:
Patient safety alert "undetected fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death". Alert required reporting. Ref reports: mw5162038, mw5162039, mw5162040.